Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st and 22nd stent wraps, with struts raised and overlapping. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use two resolute integrity drug eluting stents to treat a non-tortuous and moderately calcified lesion, located in the distal circumflex artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that an attempt was made to advance one resolute integrity device, however, it couldn¿t cross the lesion. The device was removed from the patient. An attempt was then made to advance another resolute integrity device, however, it could not cross the lesion. Review of returned device, showed stent deformation. Patient status post-procedure is alive with no injury. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.